Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration was not functioning normally during vitrectomy surgery. Upon inspection, no liquid flow was observed in the tubing. The probe was opened and rinsed using a syringe, during which it was determined that the probe was blocked. The procedure was completed on the same day by replacing the product with new one. There was no patient impact.